Manufacturer narrative:
For the reported event, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. The sensor interface board was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1012-9650-000 anesthesia gas machine experienced a system malfunction preventing mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.